Event description:
It was reported that the left ventricle port plug broke through the skin resulting in an ulcer. The device was explanted. The patient condition was okay after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.